Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 7278 implantable cardioverter defibrillator (ICD)  implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that a patient was admitted to the hospital after a patient alarm sounded. There was high number of short v-v intervals and ventricular pacing impedance had risen and was high. During lead revision the physician noticed a lead insulation fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.